Manufacturer narrative:
The products were sent to the hospital's pathology department and are expected to be returned at a later date. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. The lead did not pass testing due to the distal high voltage cable being disconnected from the distal fitting. Evidence suggests this damage likely occurred during the explant procedure. Visual inspection also noted calcified body fluid on the distal coil and lead tip which could have affected the shock impedance measurements.